Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2024. The device evaluation was completed on (B)(6)2024. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer¿s reference number: pc-001569737

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that when coming on ablation, the ngen generator displayed an "electrode temperature too high" error message. The qdot micro catheter was removed from the body and flushed. The qdot micro catheter was irrigating normally. The cable was replaced without resolution. The qdot micro catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The system stopped ablation when the cut off value exceeded. The system did not continue to ablate above the temperature cut off value. The generator parameters were set to temperature control mode, cut off temperature 55 degrees, and cut off power 50 w. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2024, reddish material and a hole in the surface of the pebax was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on (B)(6)2024 and have assessed this returned condition as reportable.